Manufacturer narrative:
Section h4, h7, h9: additional information. Manufacturer's investigation conclusion: the reported event of the pump making noise was not confirmed; however, the reported event of the m4 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(4)) was returned for analysis and a log file was downloaded from the returned and associated console. A review of the downloaded log file showed events spanning approximately 28 days ((B)(6) 2020 per time stamp). On (B)(6) 2020 at 09:46 the alarms ¿flow below minimum: f3¿ and ¿motor disconnected: m2¿ activated. The speed dropped and fluctuated between 0 rpm - 800 rpm and the flow dropped and fluctuated between -0.2 lpm ¿ 0.4 lpm. At 09:47, the sub fault ¿sf_lmc_leviation¿ activated and triggered a ¿motor alarm: m4¿. The sub fault ¿sf_lmc_leviation¿ continued to activate causing additional alarms: ¿set pump speed not reached: m5¿ and ¿pump not inserted: m3¿. The alarms were able to be muted and cleared at 09:50. The speed was then able to be increased to 1900 rpm with a flow of 1.5 lpm. The centrimag motor was evaluated and tested. The motor power cables were measured, and no anomalies were found. The motor cable bearings were measured, and an open lead was found. The motor was subsequently scrapped. The root cause of the reported event was not conclusively determined through this analysis; however, the motor cable damage has the potential to cause the reported event. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the perfusionist noticed the pump making noise and thought it was due to the positioning of the pump in the motor so it was repositioned and the pump stopped making the noise. Some time after, the pump started to make noise again and the pump in the motor was repositioned again and the noise stopped. Some time after, the console showed an m4 motor alarm and the pump did not stop. The perfusionist then changed to the backup console and motor. The patient was reported as stable and resting in the ICU.